Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tge373720/11737547) to treat a type b uncomplicated aortic dissection. On an unknown date, the patient reportedly became hemodynamically unstable. According to the report, computed tomographic angiography (cta) revealed progression and rupture of the dissection, and increased hemothorax size. On (B)(6) 2014, the patient was implanted with an additional gore® tag® device to treat the ruptured dissection. The patient tolerated the procedure. On (B)(6) 2015, cta reportedly showed a stable dissection with almost complete regression of the periaortic hematoma.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to persistent false lumen flow, aortic rupture, post-treatment bleeding, and reoperation.